Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a tibial fixation, of the 4 strand hamstring graft, all 4 strands were cut halfway by the screw. No patient injury or complications were reported.